Manufacturer narrative:
(B)(4).

Event description:
It was reported pt felt her pump and that is was not "standing straight up". Pt stated she had withdrawal following an MRI. This was the second time pt had this problem. Pt noted she saw her hcp post MRI and indicated no alarms had occurred and the pump was running. Pt heard alarm the evening post MRI, but decided to not have pump checked. Pt stated hcp added fentanyl about 3 months ago and might had felt the results of this. Pt indicated she had 3 mris in the last 3 weeks. The 3rd MRI was performed to check for granuloma, because pt had experienced numbness in her feet. The results are unk at this time. It was also reported pt experienced pressure along catheter and burning and pain from shoulder blades to mid thigh since radio frequency (rf) ablation. Pt stated half her head was numb for 1.5 days post rf ablation. Symptoms occurred following an rf ablation performed over the catheter a week ago. Pt stated she had steroid injections along the spine by the same physician in the same time frame. Pt also indicated a "bubble in her spinal cord". Pt had appt scheduled with her physician. At the time of this report, no further details were provided. Additional info was requested and will be provided when available.